Event description:
As blood went through the streamlines, blood leak from the dialyzer occurred right at the hansen port. Blood pump stopped immediately. Blood from the arterial line returned back to patient only. Minimal blood loss approximately less that 25 cc. Machine pulled, lines with dialyzer removed and stored into a redbag. Machine disinfected per guideline.